Event description:
Same patient than MDR# 2134265-2012-07470. It was reported post a percutaneous coronary intervention (pci) with stent implantation stent damage occurred. The lesion was situated in the rca (right coronary artery). A guide catheter 6f was engaged and a wire was placed into the right posterolateral artery (pla). A 3.5x28mm promus element plus stent was implanted in the mid rca. After different view of the rca, a narrowing was noted at the origin of the pda (posterior descending artery). An 8f guide catheter was introduced; the lesion was pre-dilated with a non-bsc balloon. A 2.25x20mm promus element plus stent was placed into the pda with good result. A 2.75x32mm promus element plus stent was deployed into the rca and into the pla. The proximal part of the stent was postdilated with a non-bsc balloon and a significant dissection was noticed distal to the stent. A disruption was then noticed at the proximal part of the stent after an unsuccessful attempt to pass a 2.5x20mm promus element plus stent. The proximal part of the stent was post-dilated with the aid of a guide liner but it was not possible to cross with a stent. A narrowing at the origin of the rca was then noticed, and a 3.5x16mm promus element plus stent was implanted. The physician continued to attempt to get a stent into the distal pla, but was unable to. A longitudinal stent deformation was then noticed at the proximal end of the 3.5x16mm stent. The patient remained stable and has been discharged.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).